Event description:
After insertion, the suture pulled free from the anchor. The suture did not break. The anchor broke at eyelet. It was confirmed the anchor was not removed. A backup anchor was available.

Manufacturer narrative:
Device has not been returned for evaluation. (B) (4)